Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. Field service engineer (fse) confirmed the failure. The data acquisition (da) board was replaced. Failure analysis on the returned da board shows that this da board was tested and no failures were identified.

Event description:
The customer reported that the system leak test failed (pvt test 2). There was no patient involvement.